Manufacturer narrative:
Unique device identifier (UDI) (B)(4). Occupation is lay user/patient. The patient returned a test strip vial that contained one test strip. The investigation tested the returned test strip on a reference meter with a high-level control sample. Testing results (qc range = 2.1 ¿ 3.3 inr): qc 1: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable inr results with a coaguchek xs meter compared to an unknown laboratory methodology. The serial number for the patient's coaguchek xs meter was requested but not provided. For meter testing, the patient collected blood from the same finger. At 11:30 a.m., the patient's meter result was 4.6 inr. At 1:00 p.m, the patient's inr result with a coagsense meter was 3.6 inr. At 1:00 p.m., the patient's laboratory result was 3.5 inr. The patient's laboratory result was believed to be correct. The patient was instructed to hold warfarin and reduce the dosage on (B)(6) 2021 from 7.5 mg to 5.0 mg. The patient's therapeutic range is 2.5- 3.0 inr.